Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1-5. What vessel or structure was the device fired on at the time of the event? Cystic artery & duct. Was the clip fully advanced into the jaws prior to firing? Unk. Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? If so, when? Unk. Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with a scissor clip inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the received malformed clip. However, it is known from the history of the device that scissored clips can potentially cut through the internal structure. In order to avoid this kind of issue, please do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torque may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were cutting through the tissue and not ligating. They attempted five times with the same results. There was jamming also. It is unknown how the procedure was completed. There was no patient impact.